Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit has multiple error code messages. The customer reported there was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 24/aug/2018. The gas delivery system (gds) was returned with a damaged oxygen sensor. During testing gds system failed with air flow sensor calibration and oxygen flow sensor calibration error codes which confirms the customer complaint. The air flow sensor was tested and did not produce any failures. The failure was caused by a shorted capacitor c8, which caused a 3.3 volt short on the oxygen flow sensor circuit board. Replacement of c8 corrected the failure with this oxygen flow sensor assembly.